Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced reduced wound healing at the ipg site.

Manufacturer narrative:
Correction: the event information should have been added to b5 rather than b6 and b6 should have been blank.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.